Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no ouput due to an insulation break in the lead. The physician elected to explant the device and repair the lead.